Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-22982. It was reported that one of the patient's leads had migrated. In turn, surgical intervention may take place to address the issue. Note: since it is unknown which lead migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein one of the leads was explanted but unable to be replaced due to physician being unable to reposition the lead in the neural foramen. Two additional leads were placed at s1 for better coverage. Postoperatively, the patient has effective therapy.